Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a procedure. According to complainant, during the procedure, she had good visualization of the intended site, positive suction (required to initiate the banding procedure), and felt that the device was well connected. As she turned the handle to deploy a band, the band dislodged. Simultaneously she lost pressure (which she described as "negative pressure") and lost connection with the varix. Air and blood then came out of the handle where the trip wire is threaded through the accessory channel. It was reported that the device was used with a fuji 4400 scope. It is unknown if intervention was perfomed or needed to stop the bleeding however, it was reported that the case was completed with a different device (medication). The condition of the patient at the conclusion of the procedure was reported to be stable.